Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and verified the reported failure. Physio-control determined that the cause of the reported failure was due to the diode, designator cr20 on the power pcb assembly being shorted from pin 8 to pin 4.

Event description:
It was reported to a physio-control service representative that the customer's device would not power on with dc power or ac power. There was no information whether there was patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.